Event description:
It was reported that a user was out of dexcom g7 sensors from the pharmacy and placed the ilet in bg run mode, with guidance to continue by entering capillary blood glucose every four hours and to transition to a new sensor before bg run expires. There were no reported symptoms or adverse clinical effects reported, and the user¿s blood glucose was 168 mg/dl during the call. Outcomes included continued therapy in bg run mode without interruption, no hypoglycemia, no hyperglycemia requiring intervention, and no hospitalization. Investigation included customer education on bg run operation, dosing stop timing, and sensor replacement planning. Investigation of this case revealed no device malfunction and no component failure, with the event attributable to external supply unavailability of sensors rather than a device issue. It was concluded, based on previously established findings for similar reports, that the cause was user support and education needed due to lack of sensor supply, not a device performance problem.